Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt underwent a trial procedure. The pt was experiencing abdominal pain and lack of movement/increased pain in his left leg postoperative. The pt's physician felt the abdominal pain may be due to the frame used to support the pt during the procedure. He also felt the lack of movement/increased pain in the pt's leg may have been due to nerve root irritation during the placement of the lead. It was also reported the pt's lead was removed and his abdominal pain had decreased. The pt was released to an outside facility for physical therapy. Follow-up pending.